Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge/infusion set tubing during the load sequence. Customer changed the cartridge and infusion set to resolve the issue. Customer¿s blood glucose was not impacted.